Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist attempted multiple follow-ups to get the information about incorrect medication pocket opening during dispensing. No responses received from the customer end. With no information available to investigate, tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication selected from the patient list did not correspond to the correct med pocket that opened. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.